Event description:
Boston scientific received information that approximately 2 months post implant this left ventricular (lv) lead had dislodged. The physician elected to replace the lead with a competitor left ventricular (lv) lead. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.